Event description:
The customer received blood glucose readings on the contour next that were up to 60mg/dl higher than readings on a different meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. Product was not replaced.

Manufacturer narrative:
The customer's personal information and product information were not provided. It's not possible to determine the manufacture date without the product information.